Event description:
It was alleged that a rate change occurred during use on a pt. It was noted that the rate was programmed at 9ml/hr, and when the nurse checked the rate at a later time, the pump was running at 69ml/hr. There was no resultant pt consequence.